Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the surgeon was completing a technique for chevron bunionectomy and just as he entered the burr into bone the burr broke. The broken pieces were removed from the patient. A backup burr was available to use. No patient complications were reported.